Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in room 731. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the all four brake casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all four brake casters and both supports to resolve the issue. Based on this info, no further action is required.